Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. Visual examination of the photo was performed and revealed the presence of separation. The photo shows the holder has become separated from the straw and needle assembly. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for separation based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine transfer straw, that the straw detached from the vacutainer port. There was no report of impact to the patient or user.